Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device had foreign material in the connector. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician wanted to connect the leads however, blood was observed in the connector. The physician tried to clean it with and after clean there was an obstacle looking like a wire blocking the connector port for the atrial lead. It was not possible to advance the atrial lead. The device was attempted and not used. Another device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.